Event description:
A home pt contacted baxter's technical service center for assistance. The home pt saw an air bubble in the pt line, so the home pt closed his catheter and pt line clamp and reprimed the pt line. The home pt was advised to dispose the set-up and contact his nurse. No pt injury or medical intervention was associated with this report per the home pt.